Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16 -jul-2018 with the following findings: during investigation, the pump powered on to a dim and discolored display. The battery compartment was observed to be cracked. The "contrast", "up" and "down" keys were responding. "Ok" key not responding. "Ok" key contact missing. There was evidence of contamination under "contrast", "up" and "down" key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was noted that the ok button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.